Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube. Corroded battery tube spring and corroded power board noted during visual inspection.

Event description:
Information received by medtronic indicated that insulin pump had replace battery now alarm wit low battery alarm. Troubleshooting was performed. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.